Event description:
After the implant was cemented in place, it was discovered that the left side femoral component had been cemented on the right side femur. The surgeon seemed to think the implant tracked well and decided to leave the implant in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.